Event description:
Reported due to anaphylactic shock reaction. Physician attempted arteriotomy closure with the closer s after a coronary angiogram. The device failed and manual compression was held for ten minutes before applying chit0-seal. According to the medical records, within six minutes the pt reported shortness of breath and was unable to swallow, the pt's eyes, lips, and tongue started to swell. Hemostasis was maintained and no signs of hematoma or bleeding were reported at the site. The pt received solu-medrol 125 mg via peripheral IV and then 1 mg of epinephrine via intramuscular injection. The pt's blood pressure was reported to be 86/59, heart rate 132, and arterial oxygen saturation was 100%. Atropine was given 1 mg via peripheral IV followed by 50 mcg of fentanyl via peripheral IV and 1 mg of versed via peripheral IV. The pt's blood pressure was reported to be 83/57, heart rate 129, and arterial oxygen saturation 99%. Benadryl 50 mg via peripheral IV was administered followed by 20 mg pepcid via peripheral IV. Ten minutes later, the pt reportedly received a levophed drip infusiing peripherally at 10.66 mcg/min along with 100cc/hr of .9% hormal saline. The vital signs were not reported. The physician stated that the "timeframe fit more likely with the chito-seal than the dye or any other medications the pt received, the pt had been cathed before and always did fine. The only thing different was the chito-seal. Co thinks this should be reported as a possible allergic reaciton." No pt allergies were reported. Pt's condition is unknown.